Event description:
Boston scientific received information that the patient was hospitalized for shortness of breath and edema. Upon interrogation it was noted the device had previously been programmed to pace in both the right atrium and right ventricle but not sense in either chamber. This programming was due to noise on the right ventricular (rv) channel. Review of the electrogram (egm) noted oversensing of noise that led to pacing inhibiton with an unknown duration of asystole from over one and a half years earlier. The device was left as previously programmed. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.